Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4092 implantable pacing lead 2008-(B)(6), d314trg implantable cardioverter defibrillator (ICD)  2013-(B)(6), 6996 implantable tachy lead 2013-(B)(6). (B)(4).

Event description:
It was further reported that the ra lead dislodged, had "low signals" and no capture. An insulation breach was noted during the revision, so the lead was changed. It was also reported that there was an alert for low impedance on the high voltage right ventricular (rv) lead. The lead was repositioned and remains in use. The patient was enrolled in the (B)(6) study.

Event description:
It was reported that the physician was concerned about the right atrial (ra) lead because there was a dent in the lead from the suture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.